Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced no audio output from the receiver and an adverse event on (B)(6) 2016. The patient had high blood glucose but the receiver did not beep. The patient's mother took the patient to the emergency room (ER), where he was admitted and given fluids as well as insulin injections. After approximately 24 hours, the patient was considered stabilized and then released. Additionally, patient's mother tested the receiver's audio function and it did not beep. No further event or patient information was provided.